Event description:
It was reported that "revision, fixed l2-l5 multi level pseudoarthrosis 2 7.5 x 40 screws and 2 8.5 x 40 screws put in."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental.